Event description:
It was reported "suspected that x-ray images could be the guide wire that would have broken and remained a part in the patient. Patient underwent endovascular removal of a foreign body, without intercurrency. Findings: hydrophilic guide wire in inferior vena cava, removed with the aid of loop catheter."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ref(B)(4) showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported "suspected that x-ray images could be the guide wire that would have broken and remained a part in the patient. Patient underwent endovascular removal of a foreign body, without intercurrency. Findings: hydrophilic guide wire in inferior vena cava, removed with the aid of loop catheter."